Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they were able to clear the alarm but were not able to complete the rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08680 inches. Successfully downloaded the trace and history files using thus. There were no unexpected pump error 27 alarms noted during testing and a review of the downloaded history files shows: on 6/26/2021 at 08:08 there was: one (1) pump error 130 alarm and one (1) pump error 37 alarm. On 6/28/2021 there was: one (1) pump error 130 alarm at 13:11 and one (1) pump error 42 alarm at 10:29. On 6/29/2021 at 10:30 there was: one (1) pump error 130 alarm. On 6/30/2021 there was: one (1) pump error 28 (line number 1340 file number 4) alarm at 10:20, one (1) pump error 53 (line number 458 file number 32107) alarm at 10:21, one (1) pump error 3 (line number 458 file number 32107) alarm at 10:22, and two (2) pump error 130 alarms at 13:39 and 13:50. On 7/1/2021 at 09:36 there was: one (1) pump error 130 alarm. Per r&d engineering: pump error 37 was triggered since drive count/time values or changes was incorrect for moving or coasting. Pump error 42 was triggered since the drive time exceeded the limit. Both pe37 and pe42 could be related to the strong magnetic field ( please see mfda alarm(130) pump error 28 was generated since time drift between main and motor clock was more than 1 min pump error 53 was recorded in the motor code since the threadx messages queue was full. Pump error 3 was the consequence of pe53. Pump error 3,53,28,37,42, and 130 alarms are due to possible hardware faults. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 3,53,28,37,42, and 130 alarms are confirmed, fault isolated to the hardware. Pump error 27 alarm is not confirmed. No pump error 27 alarm occurred during testing or could found in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.